Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced inserting this right ventricular (rv) lead into this pacemaker. High out of range impedance measurements were observed. The lead was removed from the header and reinserted. Acceptable measurements were obtained and the implant was successfully completed. No adverse patient effects were reported.